Event description:
It was observed during device inspection that the plastic distal end cover of the gastrointestinal videoscope had a burn. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that high energy endo therapy accessories were used without maintaining enough distance from the tip of the endoscope. However, a conclusive root cause was not determined. The event can be detected/prevented by following the instructions for use which state: operation manual_ preparation and inspection_ inspection of the endoscope operation manual_ using endotherapy accessories_ high-frequency cauterization treatment. Olympus will continue to monitor field performance for this device.